Manufacturer narrative:
A persistent service code was identified by the AED, prompting a recommendation for the device to be removed from service and returned for evaluation. Upon return, the device underwent bench testing. It was determined that the AED was not functional and would not have delivered therapy if needed. Although the original customer report did not involve patient use and was not considered reportable, evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50.

Event description:
The customer reported that a defibtech lifeline AED displayed service code 7150. The issue did not occur during patient use. No harm was reported.